Manufacturer narrative:
(B)(4). The valve was patent and passed siphon testing. The valve did not meet the requirements for reflux and leak testing due to a tear in the top of the delta chamber. It is unk how or when this damage occurred. This damage precluded pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that, after implantation, the doctor alleged that there were dilation of the cerebral ventricles, leakage of spinal fluid, and progression of external hydrocephalus.